Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was unpacked for a procedure on (B)(6) 2016. According to the complainant, during unpacking, it was discovered that the device packaging within the outer package was damaged as a small hole was noted. According to the complainant, the packaging was compromised and no longer sterile. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual inspection of the product revealed a hole/tear in the packaging. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking, or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was unpacked for a procedure on (B)(6) 2016. According to the complainant, during unpacking, it was discovered that the device packaging within the outer package was damaged as a small hole was noted. According to the complainant, the packaging was compromised and no longer sterile. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.